Event description:
It was reported that the atrial lead was dislodged and exhibited noise with pocket manipulation. It was noted that the patient was asymptomatic. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.